Event description:
It was reported that a cartridge alarm 1 occurred during bolus. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. The customer's blood glucose level was 100 mg/dl. A cartridge change was performed resolving the issue

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.